Event description:
A 69-yr-old white female had a left modified radical mastectomy for cancer and right prophylactic mastectomy with previous gel implant reconstruction in 1986. She devleoped a failure of one of the gel implants, necessitating removal of the gel implants and capsulectomies with immediate reconstruction replacment of saline filled reconstructive breast implants. Over a period of approx one month since that procedure, there was a slow loss of fluid from the left implant, which clinically appeared to be 60-100 cc. The pt was taken to surgery on 10/31/94, where an incision was made along the previous scar and incised through the skin and subcutaneous tissue, which was very thin, to reach the capsule. The implant was removed and no obvious leak could be found. A new co reconstructive saline filled implant was then placed and filled to 420 cc volume.